Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown hip-g7-cups-unk lot# unknown. Item # unknown, unknown screw, lot# unknown. Unknown femoral head. Unknown femoral stem. Reported event was confirmed by review of xrays which displayed liner asymmetrically seen medially. No evidence of abnormal radiolucency or loosening. The femoral head is laterally positioned within the acetabular shell possibly secondary to malfunction of the inner liner and osseous penetration of an acetabular fixation screw. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR's associated with this report: 0001825034-2018-03813; 0001825034-2018-03812.

Event description:
It was reported that patient underwent total hip arthroplasty; subsequently, the liner disassociated from the cup. No revision had taken place at time of reporting. Attempts were made to obtain further information; however, none was available.